Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found there was an rtm failure, it was stuck on the 'checking the recharger' screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient couldn't get the ins to charge and the controller wouldn't charge. Repair noted the battery pack (bp) was not charging. A replacement bp was sent to the patient. No symptoms were reported. No further complications were reported/anticipated. Additional information was received and it was reported that the patient got a new controller and it was charging fine, however when they tried to charge the screen spun trying to locate the device and won't charge the implant. The patient noticed the recharger got overheated/warm and the cord was just hanging on. They issue had gone on for several months, but the patient thought it was just the controller. No further complications were reported or anticipated additional information was received and it was reported that the patient received a new controller and a new recharger, but they were still seeing no device found when trying to charge the ins. They typically repositioned the recharger and pressed try again when this happened. During the call they pressed recharger and reported that they saw passive recharge mode (screen 50) and got a middle number between 96-100. After a few minutes they reported seeing the batteries screen, and noted the controller was charge to 50% and the ins was showing the red caution symbol. It was reviewed that the equipment was functioning properly and the steps to take when the patient got no device found were also reviewed. The patient mentioned that because they were unable to charge the ins they missed work because they couldn't function. No further complications were reported or anticipated.